Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of a CPAP device's sound abatement foam became degraded and caused the patient to have headache, shortness of breath and inhaling black particles, not sleeping well. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and slight dust/dirt contamination found at iso port, on the motor casing/impellers, bottom panel, back of lcd panel and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggesting a source external to the device. The slightly black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.